Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing low blood glucose of 20 mg/dl which was treated with juice and food. Prior to the low blood glucose the customer's blood glucose was 230 mg/dl. The bolus wizard settings were changed from 250 to 260. The caller stated that she gave the customer a bolus and was not sure if she over-bolused. The customer was not hospitalized. The drive support cap was recessed. The programming of the device was accurate. The reservoir showed less insulin than what was displayed on the screen of the insulin pump. The displacement test passed.the device was not exposed to strong magnetic field or MRI. There was a crack on the lcd screen of the device. The discontinuation of the device was advised. Nothing further was reported.